Event description:
Date of event: (B)(6) 2012. According to the information received, a user experienced irritation and bleeding skin after using a urisheath. The user applied cream to the wound to help it heal.

Manufacturer narrative:
One product was returned for evaluation. A peel test was performed on the device and was within the specification. Seeing that the returned product performed according to device specifications this complaint cannot be confirmed as reported.